Event description:
Same case as #2134265-2009-00716. It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. A 95% ostial/proximal stenosis was located in the first diagonal artery (dx) and a 75% distal stenosis was located in the left anterior descending artery (lad). IV angiomax was given. A 2.75x16mm liberte' bare metal stent was deployed in the lad at 14 atms. There was no residual stenosis and no dissection and there was brisk timi 3 flow. Next a 3.0x12mm liberte' bare metal stent was deployed in the proximal dx at 15 atms. Again there was no residual stenosis or dissection with brisk timi 3 flow. The pt was pain free with baseline EKG at the end of the procedure. The pt was to continue plavix and aspirin. The next day, the pt presented with substernal chest pain and anterior st segment elevation. The pt had an acute mi. Angiography revealed a 20% pinch in the lad distal to the ostial dx stent. The dx was completely occluded with thrombus in the ostium. The previously placed distal lad stent was patent. The pt was anticoagulated with reopro and a 2.5x15mm maverick balloon was advanced across the occluded dx stent and inflated three times to 6 atms for 5-9 seconds. Repeat angiography showed severe restenosis just distal to the stent. Therefore, a 2.75x18mm non-bsc stent was deployed. A second guide wire was passed into the lad to protect the lad, however, this was difficult to pass as the initial dx stent was protruding into the lad. A brief attempt after dx stenting was made to pass a 2.5x15mm balloon into the lad. As this did not pass easily, further attempts were not made. The wires were removed and final angiography showed 0% residual stenosis, timi 3 flow in the diagonal stent, no dissection or thrombus is seen. St segments and chest pain resolved. The lad stent continues to demonstrate a 20% pinch just distal to the dx stent. Four days later, the pt presented again, this time with a totally occluded lad proximal to the dx. A 3.0x28mm non-bsc stent was deployed to cover the lad and was successfully post dilated with a 3.5mm balloon. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.